Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, a root cause could not be identified. The investigation findings did not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the laparoscope gynecologic exhibited damaged fibre bonding at the distal end, an outer tube that was deformed, a broken light guide bundle, and loss of light transmission or insufficient light transmission. There was no patient involvement.